Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on, however, no leds were illuminated and an audible watchdog alarm occurred. Based on the investigation above, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the bottom-middle 7-segment display has missing segments. Missing segments can distort patient values. Device engages in monitoring. No error messages or audible alarms observed. No known impact or consequence to patient.